Event description:
A malfunction alarm was reported, specifically identified as malfunction code malf 0, which was not resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced and confirmed the shipping address while instructing the customer to use multiple daily injections (mdi) as a backup therapy. The customer was also guided on storing the malfunctioning pump and returning it using a prepaid label within 10 days.